Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch and the high voltage need to be replaced. The customer declined the service and the service call was canceled.

Event description:
The customer reported that the 9800 system had an overheating error during a case. Also the foot switch was not working in cine mode. The procedure was completed. No pt injury was reported.